Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "irregular with folds, asymmetry with moderate amount of liquid and capsular contracture (baker grade iii)". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified white particle materials on the shell and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "irregular with folds, asymmetry with moderate amount of liquid and capsular contracture (baker grade iii)." The device was explanted.